Manufacturer narrative:
The t:slim user guide states that: if your t:slim pump detects an insulin level of 5 units or less, the low insulin alert occurs, requesting you to change the cartridge to avoid the empty cartridge alarm and running out of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low insulin alert with four units remaining in the cartridge and inquired if the alert would suspend delivery. The customer's blood glucose (bg) levels was 300 mg/dl. The customer stated would changed out the cartridge and deliver a correction bolus to address bg level. Tandem technical support educated the customer that the low insulin alert would not suspend insulin delivery, however to change the cartridge to avoid an empty cartridge alarm from occuring that would suspend delivery. Customer acknowledged.